Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and boston scientific pinnacle mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and bard pelvisoft acellular collagen biomesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent laparoscopic incisional hernia repair with composite mesh on (B)(6) 2010 due to incisional hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, urgency and frequency, mixed incontinence, urethral rigidity, and 2nd degree cystocele and mesh was implanted along with the concurrent procedures of anterior colporrhaphy and cystoscopy.